Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, itchy burning and raw. There was no alleged device malfunction contributing to the irritation the patient's physician recommended that the patient end use. Outcome of the irritation is unknown as follow up attempts were unsuccessful.